Event description:
It was reported that 1.5 hours into a da vinci prostatectomy procedure, the left eye image in the high resolution stereo viewer (hrsv) was flickering. With the assistance of an intuitive surgical technical support representative, the site first changed the optical view to 2-d, however, the image continued to flicker on and off. The site then raised and lowered the hrsv, however, the image quality did not stabilize. The site then shut down the surgeon side console and reseated all the cables, however, the problem was not resolved when the system was restarted. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure after an hour of troubleshooting measures were taken. No patient harm was reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusion - an investigation conducted by the field service engineer concluded that the vision issues experienced by the customer were associated with the high resolution stereo viewer (hrsv) and the printed circuit assembly (pca) power supply. The high resolution stereo viewer (hrsv) is located on the surgeon console and provides the video image for the surgeon console operator. The pca power supply supplies power to the da vinci's electronics systems. The system was repaired by replacing the affected hrsv and pca power supply. As of january 23, 2009, there have been no reported recurrences of the issue at this hospital.